Event description:
It was reported that during follow-up, noise was observed. Lead was explanted and replaced. Patient condition was good after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.